Manufacturer narrative:
The actual device in the reported incident was discarded. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The representative samples and all available information has been provided to the actual manufacturer. If any pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility; safety clip did not engage and nurse was stuck by exposed needle. Additional information provided by the facility indicated the actual sample was discarded and will not be returned for evaluation. Unused samples from the same reported lot number will be sent for evaluation. The facility has declined any information regarding the protocol bloodwork testing results. No further information is available.